Event description:
Suspected ECG module and other modules of same model are showing flags for pace maker spikes, even when pacer not firing. Patient diagnosed as having a malfunctioning pace maker. Connected hewlett packard telemetry to patient for diagnosing if pacer was actually firing when spacelabs flags occurred. Hewlett packard showed different results, called pace maker represnetative to check pace maker to assure proper pace maker functions. Unnecessary flags show on all modules.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, performance tests performed. Results of evaluation: none or unknown, failure to service/maintain according to manufacturer recomm, central processing unit/operating system failure/bug. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.